Event description:
After successful stenting of the carotid artery, the angioguard ecgw became stuck on the struts of the precise stent during attempted withdrawal. The physician then altered the angle of the guiding catheter and was able to successfully withdraw the angioguard. After removal from the pt, the angioguard was inspected and its "plastic sheath" was noted to be broken. No further explanation of this detail was able to be given. As per the reporting affiliate, there was no loss of embolic debris from the basket, and no adverse effects to the pt. The vessel was described as being neither calcified nor tortuous. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.